Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the highly calcified anterior tibial artery. After a non-boson scientific guidewire was engaged, a 2.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.